Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown plus 0 40mm head.an evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).

Event description:
It was reported that the patient was experiencing pain in the right hip so the surgeon revised. The surgeon had suspected a subsided stem via review of x-ray which was confirmed intraoperatively.